Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, corpus luteum cyst and endocervicitis (chronic cervicitis and endocervicitis with squamous metaplasia.). Concurrent conditions included cervicitis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), uterine prolapse ("uterine prolapse"), enterocele ("enterocele"), vaginal prolapse ("vaginal vault prolapses") and endometriosis ("endometriosis of the ovary and peritoneum"). The patient was treated with surgery (robotic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, uterine prolapse, enterocele, vaginal prolapse and endometriosis outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, enterocele, pelvic pain, uterine prolapse and vaginal prolapse to be related to essure. The reporter commented: procedures performed on (B)(6) 2019: robotic-assisted vaginal hysterectomy, bilateral salpingectomy, mccall¿s culdoplasty, enterocele repair, enterolysis, vaginal vault suspension, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus with right and left fallopian tubes: hysterectomy with bilateral salpingectomies: cervix: chronic cervicitis and endocervicitis with squamous metaplasia. Endometrium: benign secretory endometrium myometrium: no histopathological diagnosis. Serosa: multifocal endometriosis, fibrovascularadhesions. Right fallopian tube: benign paratubal cyst, fibro fatty and flbrovascular adhesion. Left fallopian tube: endometriosis, flbrovascular and fibro fatty adhesion. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: dysmenorrhoea, dyspareunia, endometriosis, enterocele, pelvic pain, uterine prolapse and vaginal prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2021: mr received: event medical device removal replaced with pelvic pain female. Medical history, reporter information and patient demographics were added. Date of birth updated as reported in sd. New events added: endometriosis of the ovary and peritoneum,persistent pelvic pain, dysmenorrhea, dyspareunia, uterine prolapse, enterocele, vaginal vault prolapses. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.